Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer had experienced a high blood glucose of 400 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within specific. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 12) confirmed in the pump history, problem isolated to electronic assemblies.